Event description:
It was reported that the head lift was not functioning properly. Additionally, the scale was not showing data. No adverse consequences were reported.

Manufacturer narrative:
The sensor coil cable was not functioning properly therefore, inhibiting the head end lift from lowering. Additionally, the display on the scale was not working inhibiting the scale from displaying data. The bed was repaired and returned to the user facility.